Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty pairing the fsl3+ sensor to the ilet, resulting in a temporary absence of cgm readings that was resolved after restarting the sensor in the ilet mobile app. After pairing, the ilet displayed high glucose with a peak of 374 mg/dl, and the system delivered insulin leading to improvement within 90 minutes. Symptoms included none. Outcomes included no need for external assistance and no medical intervention or hospitalization. Investigation included customer support troubleshooting and user education. Investigation of this case revealed that sensor pairing was successfully established and ilet functioned as intended after guidance. It was concluded that the event resolved with troubleshooting and that the device operated within expectations once paired.